Event description:
The event involved a 102" (259 cm) pur standardbore/smallbore transfer set w/microclave® clear, dual check valve, 1.2 micron filter, luer lock where it was reported during shift safety checks, the in-line filter for parenteral nutrition was leaking. There was patient involvement, but no adverse event reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. D4: only di provided as (lot number/serial number) is unknown. Additional reporter: (B)(4).

Manufacturer narrative:
Received one used device from the customer for evaluation. No visual damages or anomalies were observed. The reported complaint of a leak on the inline filter could be confirmed. The returned sample was tested and found to have a leak on the inline filter. The probable cause of the leak is from the temporary loss of hydrophobic properties. Lot history review could not be conducted because no lot number(s) was/were identified.